Manufacturer narrative:
All evidence was destroyed and removed prior to evaluation. Therefore, no inspection could be conducted. Evidence was destroyed.

Event description:
Received letter from attorney alleging fire at a property wherein a pride product was located.

Manufacturer narrative:
The model number, serial number, and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received letter from attorney alleging fire at a property wherein a pride product was located.